Event description:
It was reported that patient was moving during the catalys procedure and was not being cooperative which led to misalignment of oct surfaces and probable misfiring of the laser. The arcuate incision perforated through the cornea and there was a wound leakage. The surgeon was able to seal the wounds without any stitches and completed the surgery. No surgical intervention was required. The patient is doing fine post-op and the vision is stable. No further information was provided.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable as this is not an implantable device. Explant date: not applicable as this is not an implantable device. Email address: unknown/ information not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.